Event description:
Report received of "sparks" observed from the pump's power cord. The pump was sent to the user facility's central processing department with a note that stated "power cord is bad where it connects to pump. When plugged in it indicates battery but if you wiggle the cord, it will spark and intermittently show it is running off ac". There were no reported adverse pt events associated with this pump. Although requested, no additional info was available.